Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer allegedly received the following results, with two different compact plus meters, within 10 minutes: lo mg/dl, which on the system indicates a result of less than 20 mg/dl, (system 1) and 90 mg/dl (system 2). No adverse event was reported. The lot number could not be provided. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.